Event description:
(B)(4). Same case as MDR ID #s 2134265-2012-05944 and 2134265-2012-05943. It was reported that post a percutaneous coronary intervention procedure, the patient experienced in-stent restenosis. In (B)(6) 2010, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The index procedure treated the 80% stenosed and 32mm long de-novo first target lesion located in the 1st obtuse marginal (om) with a reference diameter of 3.0mm. The first target lesion was treated with direct sent placement of a 3.00x38mm taxus liberte long stent, which resulted in 10% residual stenosis following post-dilatation. The 80% stenosed and 32mm long de-novo second target lesion was located in the middle left anterior descending artery (lad) with a reference diameter of 3.0mm. The second target lesion was treated with pre-dilatation and placement of a 3.00x38mm taxus liberte long stent, which resulted in 10% residual stenosis following post-dilatation. The 80% stenosed and 15mm long de-novo third target lesion was located in the proximal left anterior descending artery (lad) with a reference diameter of 3.0mm. The third target lesion was treated with pre-dilatation and placement of a 3.00x20mm taxus liberte stent, which resulted in 10% residual stenosis following post-dilatation. The patient was discharged on aspirin and prasugrel. (B)(6) 2012 - the patient presented with recurrent chest pain and a positive stress test. The patient was diagnosed with angina. (B)(6) 2012 - the patient represented with increasing symptomatology of sub sternal chest pain. The patient was hospitalized on same day and cardiac catheterization was recommended. Coronary angiography revealed a 90-95% heavily calcified proximal lad in-stent restenosis of the 3.00x20mm taxus liberte stent and moderate disease in mid stented segment. The in-stent restenosis was treated with rotational atherectomy followed by pre-dilation and placement of 3.0 x 28 mm and 3.0 x 23mm non bsc stent in overlapping manner with 0% residual stenosis. Moderate disease in middle left anterior descending artery (lad) was noted and treated with placement of 2.75 x 15 mm non bsc stent with 0% residual stenosis. The following day the patient was discharged on aspirin and effient. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).